Event description:
It was reported that the lead became dislodged and could not be revised. The lead was explanted and replaced. The patient¿s condition is fine after the event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis was normal. No anomaly was found.